Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision reconstruction breast surgery with unknown smooth gel implants on (B)(6) 2006 and was presented with bilateral capsular contracture; baker grade unknown as the patient reported unable to lay on back or side due to unbearable pain, unable to wear a bra due to pain, left side is 4 inches higher than right, back muscle spasms, hard as a brick, right side is going underneath armpit, sensitive on top of breast, very hard postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.